Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it was leaking where the infusion set and reservoir meet. Customer stated that when he primes a new set, it will push through or when it is delivering anything, it will leak. Customer stated that he has used 3 different infusion sets and reservoirs. It was found that both the infusion set and reservoir were expired. Customer was advised that this could be the reason why he was experiencing this issue.